Event description:
Additional information received indicated further episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and provided new programming parameters. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the patient was later seen in-clinic and the device was reprogrammed. The patient was in stable condition.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.